Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for spinal pain. It was reported that on (B)(6) 2024 and the company rep showed up to a pump replacement case and the doctor told them the patient continued to have inconsistent pain control and the doctor had performed a dye study and was unable to aspirate the catheter so he decided he wanted to replace the entire system. So, on (B)(6) 2024 the company rep was in the case and he had the patient prone and installed a new catheter (8780) and new pump (8637-20) all in the backside (pump placed in the buttock). The doctor left the old pump and catheter (pump was in the abdomen) and did a stop pump on the front pump. Patient was not wanting to remove old pump as of now, the doctor said he just wanted to get the patient feeling better. He used his judgement to replace both the pump and catheter.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication at unknown concentration/dose via an implantable pump for spinal pain. It was reported that on august 12, 2024 and the company rep showed up to a pump replacement case and the doctor told them the patient continued to have inconsistent pain control and the doctor had performed a dye study and was unable to aspirate the catheter so he decided he wanted to replace the entire system. So, on(B)(6) 2024 the company rep was in the case and he had the patient prone and installed a new catheter (8780) and new pump (8637-20) all in the backside (pump placed in the buttock). The doctor left the old pump and catheter (pump was in the abdomen) and did a stop pump on the front pump. Patient was not wanting to remove old pump as of now, the doctor said he just wanted to get the patient feeling better. He used his judgement to replace both the pump and catheter.

Manufacturer narrative:
Correction to b5. G2 (report source) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause was never determined. The entire old catheter and pump remained in the patient and the pump was turned off (stop pump). The rep stated that the patient was doing well 3 days after the new pump and catheter were implanted. The rep further stated that it seemed like whatever was the issue was completely resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.